Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to atrial pacing while having slow ventricular tachycardia (vt) in the 150-160 bpm range. Technical services (ts) agreed with the caller that this is likely what is occurring with this unusual device programming of ddd 90-100 and discussed programming options. The caller sent the discussed electrogram (egm) strips for review and informed the ICD had been reprogrammed for optimization. Ts reviewed strips, agreed with programmed changes, and suggested additional programming options be considered to address patient's activity level. No additional adverse patient effects were reported. The device remains in service.